Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device in (B)(6) 2012, due to the onset of hydrocephalus after they had developed a brain tumor. The report states that the patient developed an infection two weeks after the device was implanted, and that the device was explanted by the patient¿s physician. According to the report, the report states that the patient died as a result of metastasis of the brain tumor in (B)(6) 2012.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.